Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention (pci). The 95% stenosed target lesion was an of in-stent restenosis located in the moderately tortuous and moderately calcified right coronary artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was good post procedure.